Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ while a definitive root cause for this event could not be established, based on the evaluation data, investigation confirmed that the b30 error was resolved by reconnecting the maj-1933 device. Additionally, dust and water droplets were attached to the connection with the maj-1933. Consequently, it is believed that the reported event occurred as a result of an improper connection. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Customer called into olympus technical assistance center (tac) personnel to report the issue. Tac attempt multiple trouble-shooting options with the customer. Eventually, after resetting the maj-1933 cable on both ends, the system functioned without any further error messages. It was also discovered that the customer may not have been powering down the system when changing out scopes. Tac strongly recommended this step be taken during scope changes.

Event description:
As reported, the evis exera iii xenon light source was displaying a b30 scope communication error message. There was no patient harm or consequence reported as a result of this event.